Manufacturer narrative:
(B)(4). Physio-control examined the customer's device but was unable to verify the reported issue. As a precaution, the user interface to stack flex assembly was replaced and proper device operation was confirmed through functional and performance testing. The device will be returned to the customer for use.

Event description:
The customer, a biomed, contacted physio-control to report that their device would intermittently have a white screen upon boot-up. The white screen is indicative of a potential device lock-up. There was no patient use associated with the reported event.